Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a bacterial pump-related-driveline infection. The infection required surgery and drug therapy. The cause of the infection was unknown and had an unknown causal relationship to the equipment.